Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is complete. The reported problem (failed incoming functionality testing) was confirmed. As received, the monitor failed incoming functionality testing. Upon investigation, c907 was broken on the monitor ca board. The cause of the test failure was the damaged component. The root cause of the damaged component was unable to be positively identified. No adverse event resulted from the defective monitor.